Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found in specification. The keypad was tested and all keys were found to function properly. The reported condition was not verified. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keys 0, 1 and 2 on the keypad of a spectrum were not working correctly. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.